Event description:
The customer requested a log review asking for specific details of a 3 and a half hour time period (between 1030 and 1400), wanting to know the rate of infusion, what drug was selected, if the fusion was stopped, and if so for how long. Diprivan was infusing: 50 ml bottle, 10 mg/ml 1% emulsion for injection. Rate was to be 30 mg/kg. No patient weight was provided. Orders were to titrate to effect. The patient was arousable but comfortable at the above rate. The customer is suspecting an underinfusion. No tubing or bags were saved. There was no patient harm. Medical intervention was not required. Although requested, no further patient/ event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. A partial event log and data set have been received; the entire log has been requested. The investigation is pending and a follow up report will be submitted with the results once the evaluation has been completed.